Event description:
It is reported that the patient was revised in 2009, due to loosening of the tibial component and pain to patient. It was found that the femoral component had some lucency at the anterior flange, and the decision was made to remove this component as well. Surgeon noted unusual wear pattern between backside of polyethylene and the tibial baseplate. Implant date is unknown.

Manufacturer narrative:
Evaluation summary: the returned tibial component shows no evidence of bone cement on the underside and exhibits circumferential striations at the articular surface mating surface. The returned articular surface exhibits excessive wear and pitting on both the backside and articulating surfaces. Sem analysis of the articular surface revealed the presence of foreign particles identified as bone cement. If the surgical site is not thoroughly cleaned of bone chips, bone cement, and other debris prior to closure, foreign particles at the articular interface may cause excessive wear. While the cause of the loosened tibial component can not be definitively determined, the excessive wear of the articular surface is most likely third body particle wear due to the presence of bone cement particles. Tibial component loosening due to a variety of reasons is addressed in the dfmea and the severity and occurrence levels are still applicable. The femoral component was not returned, nor were x-rays provided. Without additional information, the cause of the lucency at the anterior flange and need for revision of the femoral component cannot be determined. Evaluation: the returned device meets specification where measurable in its returned condition. Device history records indicate the tibia and uhmwpe components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis/energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be detected by either method.